Manufacturer narrative:
The customer determined that the leak was caused from tubing that popped off the sheath restrictor coil. The customer replaced the tubing resolving the leak. The instrument then generated "bellows not up" errors. The field service engineer (fse) evaluated the instrument and determined the sensor distribution board was wet due to the leak. The fse removed residual salt, resulting from the leak, from the distribution board with alcohol resolving the "bellows not up" errors. Identification of the failure mode: failure mode of the leak is related to tubing that popped off the sheath restrictor coil. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 780 hematology analyzer. The customer reported 1-2 ml of fluid was leaking from the lh780 analyzer. The leak was not contained. The customer reported that the instrument generated errors for "sheath tank full" and "bellows not up." The customer was wearing glasses, gloves and labcoat. There were no reported operator injuries. There were no reports of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.